Event description:
In 2001, a patient underwent implantation of staar model aa-4204vl intraocular lens in their left eye. During insertion, the capsule tore. The lens was removed. The doctor performed an anterior vitrectomy. The patient has choroidal detachments in the left eye.